Event description:
Reporting status: malfunction. Reporting rationale: loose/stent dislodgement has caused or contributed to patient injury previously. Device issue: loose/stent dislodgement. It was reported that during preparation of the device, it was noted that the stent was loose from the balloon. The device was never used on the patient. There is no additional information available.

Manufacturer narrative:
(B)(4). Results - product performance engineering could not determine a conclusive root cause for the loose/stent dislodgement. Evaluation summary - quality assurance analysis revealed that the stent delivery system (sds) was returned with no blood visible. There was contrast on the balloon and on the distal shaft. The stent implant was loose proximal to the balloon at the distal shaft. There was no other damage noted to the stent implant. The balloon was tightly folded. The tip was kinked, 1 mm distal to the clear gap. There was a kink in the distal shaft, 6.6 cm distal to the guide wire exit notch. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant proximal outer diameter measurements met manufacturing criteria. The stent implant distal and middle outer diameter measurements were oversized and did not meet manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. Potential causes for loose stent, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, and/or interaction of the stent with accessory devices. To help ensure this type of issue is not the result of manufacturing, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force. The outer diameters of the proximal end of the stent were measured and met manufacturing criteria. The distal and middle outer diameters did not meet manufacturing criteria, as they were oversized. However, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. In this case, it is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, resistance was met, facilitating the stent to become loose. Further handling would have contributed to the stent moving proximally from the balloon onto the distal shaft. The analysis noted a kink in the tip and a kink in the distal shaft. Since this damage was not reported in the incident information, the kinks may have occurred during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported loose stent; however, a conclusive cause could not be determined. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for loose stents for this lot. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported loose stent. There is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered close by the product performance group.